Event description:
Medtronic spinal cord stimulator revision required after approximately 5 months from insertion. Device stopped working: suspect battery failure and/or lead fracture. Brought to or for revision.====================== manufacturer response for spinal cord stimulator battery & lead, duraloc electrode/ prime advanced battery (per site reporter).====================== medtronic rep present during procedure.